Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited oversensing of noise and a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in a signal artifact monitoring (sam) episode, and deactivation of the minute ventilation (mv) feature. Review of stored device data noted no subsequent noise or our of range impedance measurements following this episode. Additionally, a health care professional (hcp) inquired about the right ventricular (rv) pacing percent being lower than the left ventricular (lv) pacing percent. Technical services (ts) discussed the difference in pacing percent was related to the biv trigger algorithm, and ts explained how the algorithm functions. The health care professional (hcp) planned to re-enable the mv feature. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited oversensing of noise and a high out of range pacing impedance measurement greater than 2,000 ohms, resulting in a signal artifact monitoring (sam) episode, and deactivation of the minute ventilation (mv) feature. Review of stored device data noted no subsequent noise or our of range impedance measurements following this episode. Additionally, a health care professional (hcp) inquired about the right ventricular (rv) pacing percent being lower than the left ventricular (lv) pacing percent. Technical services (ts) discussed the difference in pacing percent was related to the biv trigger algorithm, and ts explained how the algorithm functions. The health care professional (hcp) planned to re-enable the mv feature. No adverse patient effects were reported. This device remains in service.